Manufacturer narrative:
B5: the patient survived explant. D6b: added explant date.

Event description:
The patient survived explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported difficulty torquing the impella 5.5 device during use. Multiple observations were noted during evaluation and discussion with the implanting surgeon. The surgeon indicated prior experience with similar events, in which the sterile sleeve becomes twisted during torquing and advancement and can become lodged within the plastic component attached to the blue suture hub. This condition can impede forward advancement of the device. During this event, it was reported that attempts to torque and reposition the device occurred after the graft had been trimmed and heavy ties had been applied to the suture hub. The surgeon did not believe these factors contributed to the difficulty encountered. It was additionally observed that the catheter exhibited evidence of crimping, consistent with excessive torquing, and that the sterile sleeve was torn. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by impella 5.5.

Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issues cannot be established.